Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the Technical Assistance Center (TAC) Representative indicates that scope error code E315 was found and no image was displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failures are related to scope connector liquid immersion and degradation.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.